Event description:
The plaintiff's attorney alleged that the patient experienced the following: seven or more brain seizures; it was reported that the events occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.